Event description:
It was reported that the physician observed that the right ventricular lead had extensive insulation damage. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: 694965 lead, a proximal portion of the lead was received measuring 10.5 cm and a distal portion was received measuring 51 cm. The outer insulation of the lead was extrinsically breached due to a tear, the overlay tubing of the lead was extrinsically breached due to a tear, melted but not breached, and distorted due to kinking/buckling. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407652 lead: implanted: 2009 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.